Manufacturer narrative:
Evaluation summary: no devices or photos were rec'd; therefore, the condition of the components is unk. Surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Dislocation may be associated with a number of mechanisms: unsatisfactory placement of the component parts, extent of component stability, extent of soft tissue tension, inadequate soft tissue tension, poor functional muscles, and/or pt behavior. There is insufficient information to determine the root cause of this event. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for chronic hip dislocation.